Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had reservoir leak. The customer's blood glucose level was 15.5 mmol/l at the time of the incident. The customer reported leak is at the barrel. The customer did troubleshoot the issue. The customer was advised the reservoir will need to be replaced. The reservoir will not be returned for analysis.